Event description:
The consumer reported that the device had helped tremendously and helped alongside the physical therapy the patient did. The patient felt painful stimulation and they were on program 4 at 4.4v. There were times when the patient had pain in the groin area, almost to the point where they couldn¿t move. Sometimes the patient would be lying in bed and not feel stimulation at all, but then other times they felt stimulation painfully. This had been since implant on (B)(6) 2013. The patient had felt stimulation as painful when they were in a certain position, but lately it had seemed to be more painful than before since several months ago in 2016. It didn¿t happen all the time, so the patient didn¿t address the issue until recently. The patient wondered if the painful stimulation sensation that there was a sudden increase in stimulation meant that there was fecal matter that was coming. The patient was implanted for fecal incontinence and wondered if the stimulation acted as a sensor to let them know that fecal matter was on its way. The patient wasn¿t quite sure how the implant worked and wished that the manufacturer representative and health care provider (hcp) would have told them more about how the device worked. The patient was on medication when they left so there was no time to ask questions. There were no trauma or falls related to the issue as the patient didn¿t fall. The issue was related to positional movements. Sometimes the patient would be sitting on the floor with their granddaughter and it would hurt so bad and then they would have to decrease the amplitude and then it would go away. Sometimes the patient was in bed and felt the stimulation as painful. The patient could be squatting or lying down and it didn¿t just happen when sitting, it could be anytime. The stimulator was on the left side and the patient would be lying in bed and they could feel the stimulator and lately all of the sudden their big toe would pull to the bottom towards their foot and flexing. The toes beside pulled back too. This was due to a sudden change in (B)(6) 2016. The patient wasn¿t sure if it was a nerve issue or what, but they wanted to know what was going on. The patient believed in the device and would never want to let it go, but wanted to know if there was any correlation between the device and their toe pulling. The patient was maybe thinking that their toes were moving and it was all in their head. The toes would pull more when they were lying down or sitting still at night. The patient didn¿t it when they were walking. It wasn¿t that often that the patient was still. The patient was going to stay on their current program and if that program wasn¿t working out for them, they would leave it there because they were scared to change it as it was decreasing their accidents. If it didn¿t work out, the patient would change the program and follow-up with their hcp about programming issues. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.